Manufacturer narrative:
The customer was contacted several times regarding evaluation of their device and no response was received. The device was not evaluated by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device stays on a blank white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device stays on a blank white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.